Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip was occluded with foreign material during the procedure. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).